Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the staples were missing. The surgeon converted to an open procedure and resected the tissue at the application site and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
02/12/1999- supplemental report sent to FDA.